Manufacturer narrative:
Per the user guide: always remove all air bubbles from the system before beginning insulin delivery. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that resistance was felt while filling the cartridge with 300 units of insulin. Customer did not remove air from the cartridge as per labeling. Tandem technical support educated the customer on the air removal technique. Customer continued to use the cartridge and pump therapy was resumed. Blood glucose was 300 mg/dl.